Event description:
Patient received revision on (B)(6) 2019 due to loosening of the tibial tray and an allergic reaction to the nickel and cocr materials of the attune implants. Upon entering the joint, the surgeon confirmed loosening of the tibial tray at the cement to implant interface. The femoral component well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. Patient was revised with competitor products. The procedure was completed without complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 07 feb 2020 were reviewed. On (B)(6) 2015, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components were used along with competitor cement x2. Attune claim for states that there was a revision on (B)(6) 2019. No medical records were provided with revision information. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.